Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles on the surface of the shell, crease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Physician reported a right side rupture and capsular contracture baker grade 3. MRI performed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. (B)(4).

Event description:
Physician reported a right side rupture and capsular contracture baker grade 3. MRI performed. Device has been explanted.